Event description:
A customer reported that a month ago he obtained imprecise sequential readings on his freestyle lite meter. The customer reported obtaining readings of 501 mg/dl, 63 mg/dl and 319 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone showing the difference in values are clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification.